Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was going dead. The customer¿s blood glucose level was unknown. The customer also reported that the received low battery alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating current within specification. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test.